Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Customer used an alternate usb cable and wall adapter, which successfully charged the pump. There was no adverse impact to customer¿s blood glucose.